Manufacturer narrative:
Pc-(B)(4). The following additional information was obtained: the subject was discharged on (B)(4) 2018 form radiotherapy department. On (B)(4) 2018, the case was reviewed and considered the cerebrospinal fluid leukocyte elevation and the fervescence was related to the intracranial infection. The end date for the sae was (B)(4) 2018. It was reported that the severity is moderate, this event was not related to the study product, related to surgery. It was reported left temporal lobe glioma after surgery. Onset date was (B)(4) 2018. It was reported that the event is not related to the investigational product and not related to the surgical procedure. On (B)(4) 2018, the subject was discharged from the department of radiotherapy, the patient has completed all the treatment with no adverse reactions. It was reported have checked the head MRI; abnormal signal and enhancement in the left temporal occipital lobe junction, no obvious recurrence was found. It was reported that the sae was considered to end on (B)(4) 2018, the severity is severe, this event was not related to the study product and not related to surgery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/09/2019. The following additional information was obtained: on (B)(6) 2018 the patient experienced encephaledema. It was reported that the sae was mild in severity, resolved with treatment (B)(6) 2018. It was reported that the event I not related to the study product and related to the surgical procedure. On (B)(6) 2018, the subject was discharged from the department of radiotherapy, the patient has completed all the treatment with no adverse reactions. It was reported have checked the head MRI; abnormal signal and enhancement in the left temporal occipital lobe junction, no obvious recurrence was found. It was reported that the sae was expected to end on (B)(6) 2018, the severity is severe, this event was not related to the study product and not related to surgery. The reported left temporal lobe glioma after surgery event is ongoing.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The following additional information was received: the subject discharged on (B)(4) 2018 from radiotherapy department.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: 1. Patient demographic info: age:(B)(4) gender: male height: (B)(4), weight:(B)(4), bmi:(B)(4) 2. Date and name of index surgical procedure:(B)(4) 2018;supratentorial craniotomy 3. What was the indication for the index surgical procedure? Brain tumor (glioma) 4. On what tissue was the suture used? Dura mater 5. What was the indication for the lumbar puncture on 07/13/2018? To confirm nature of csf on clinical practice and help physician to diagnose disease on central nervous system or hemorrhagic disease. 6. Other relevant patient history/concomitant medications: medical history: pre-excitation syndrome, patent foramen ovale, appendicitis, headache with right eye vision defect concomitant medications: vancomycin hydrochloride for injection (1g/q12h), meropenem for injection (2g/tid2) 7. What is physician¿s opinion as to the etiology of or contributing factors to this event? The investigator considers no relationship with bioseal as study product. 8. What is the patient¿s current status? This subject¿s condition is well and is treated at department of chemoradiotherapy as planned. Additional information was provided: on (B)(4) 2018, awareness of the subject has been transferred to the radiotherapy department for treatment according to plan on (B)(4), the updated information is as follows: on (B)(4) 2018 the subject performed lumbar cistern drainage. On (B)(4) 2018, the results of cerebrospinal fluid laboratory examination is: wbc=(B)(4), glucose= (B)(4), coenocyte =(B)(4). On (B)(4) 2018, (B)(4) 2018, (B)(4) 2018, (B)(4) 2018 cerebrospinal fluid was retained and test, all shows a gradual decrease in white blood cells ,the result of csf testing on (B)(4) 2018: wbc=(B)(4), glucose= (B)(4), coenocyte =(B)(4),combined body temperature and physical examination consider the white blood cells in cerebrospinal fluid rise is over. Event description: left temporal lobe glioma after surgery have any adverse events occurred during the study for this subject?: yes ongoing with severe rating; medication therapy provided and radiation therapy ongoing at study end. Considered to be life-threatening: no required inpatient hospitalization or prolongation of existing hospitalization: yes results in persistent or significant disability or incapacity: no is a medically significant event which may require intervention to prevent outcomes listed above: no relationship to the investigational product: not related relationship to surgical procedure: not related on (B)(4) 2018, the subject was transferred to the department of radiotherapy as planned for treatment, the patient is in stable condition at present.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic info: age, gender, bmi at time of index surgical procedure date and name of index surgical procedure? What was the indication for the index surgical procedure? On what tissue was the suture used? What was the indication for the lumbar puncture on (B)(6) 2018? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported via clinical trial that the patient underwent lumbar puncture on (B)(6) 2018 and suture was used. On (B)(6) 2018, shows the wbc in cerebrospinal fluid is 33*10^6/l, glucose=3.1mmol/l. On (B)(6) 2018, the patient was administered meropenem for injection and vancomycin hydrochloride for injection. On (B)(6) 2018, patient¿s temperature was 38.5, review lumbar puncture white blood cells in cerebrospinal fluid was 1711* 10^6/ l, glucose=3.6mmol/l. On (B)(6) 2018, patient underwent lumbar cistern drainage, the results of cerebrospinal fluid laboratory examination was: wbc=2243* 10^6/l, glucose= 2.86mmol/l; coenocyte =0.31. On (B)(6) 2018, the patient has normothermia, and no neck stiffness. It was reported that because white blood cells in cerebrospinal fluid rose, lumbar continuous drainage of fluid lead to prolong hospitalization. The patient underwent lumbar continuous drainage of fluid on (B)(6) 2018, and on (B)(6) 2018 cerebrospinal fluid was retained and tested and result of csf testing shows a gradual decrease in white blood cells wbc=78*10^6/l, glucose= 2.4mmol/l, coenocyte =0.01. Combined body temperature and physical examination consider the white blood cells in cerebrospinal fluid rise is over. On (B)(6) 2018, the patient was transferred to the radiotherapy department for treatment according to plan on (B)(6) 2018. It was reported that the severity is moderate, this event is not related to the study product and related to surgery. It was reported that the event resolved with treatment. Additional information has been requested.